Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant date prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in service.